Event description:
The pt is a 47 yr old white female who initially had bilateral breast augmentation in 1983 using the silicone gel 235 cc implants. The pt was apparently diagnosed with lupus several months before implantation. Following implantation, her symptoms got worse & she treatprednisone at that time. Recently the symptoms have gotten worse. The pt is on perdnisone & plaquenil for lupus symptoms. On physical examination she has class 3 capsular contracture & quite swollen breasts. The pt does have capsular contracture & discomfort & capsulectomy is indicated.